Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot : number gd883942 and gd883512. With no defects noted. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(4) of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer services, the following was reported by the consumer. On an unreported date, the patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event from (B)(6) 2011 to (B)(6) 2011 and treatment was not reported. The patient was recovering from the peritonitis. Dianeal therapies were ongoing. Further information was obtained from the peritoneal dialysis nurse. The nurse reported the following. On an unreported date, the patient had non-compliance with aseptic technique described as reusing supplies. The nurse confirmed that on (B)(6) 2011, the patient was diagnosed with peritonitis and was hospitalized the same day. On (B)(6) 2011, the patient was discharged from the hospital and was recovering from peritonitis. The outcome of non-compliance with aseptic technique was not reported. Dianeal therapies were ongoing. The nurse reported the event of peritonitis was not related to dianeal therapies and was related to patients non-compliance with aseptic technique described as reusing supplies. The nurse did not provide the causality for the event of non-compliance with aseptic technique.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.